Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (unknown concentration, dose and lot number) via an implantable pump. Indication for use was intractable spasticity and stroke. The patient was hospitalized with a stage 4 sacral ulcer. Magnetic resonance imaging (MRI) was planned of the lumbar spine to rule out osteomyelitis. It was unknown if the MRI was related to the device or therapy. The catheter had been dislodged for some time. The current problems were unrelated to the pump. There were no plans to fix the catheter surgically until the patient's medical condition had improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.